Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up. Post-paced t-wave oversensing was observed on a stored egm. Programming changes were recommended. The device remains.